Event description:
It was reported to merit that one tracheobronchial stent had been placed within the trachea in (B)(6) 2013 for a te fistula. The patient had an esophajectomy and the fistula was directly across from the right upper lobe. The physician re-bronched the patient on (B)(6) 2013 and found a hole in the stent at the fistula. The physician indicated he is not going to remove the stent. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device is not expected to be returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.